Manufacturer narrative:
The patient being discharged to hospice was previously reported under MFR. Report #2916596-2016-01332 and the internal driveline fracture was reported under MFR. Report #2916596-2016-00799. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the log file displayed intermittent elevations in power and flow associated with pi events. During log file analysis, low voltage hazard events were also observed where external power was disconnected from the controller followed by driveline disconnected events at the end of the log file. The patient elected not to pursue antihemophilic factor a (ahf) treatment and was discharged to hospice with progressive right ventricular failure and known internal vad driveline fracture with some management of increased thrombus markers with no surgical option. It was reported the driveline disconnect was due to turning off the vad after the patient expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus could not be confirmed through this evaluation. A specific cause for the reported right heart failure and thrombus, as well as a direct correlation to heartmate ii lvas, serial number (B)(4), could not be conclusively established through this evaluation. Additionally, although power and flow elevations were confirmed via the submitted log file, a specific cause for the events could not be determined. The submitted log file contained data from 01dec2019 through 04dec2019. Both power cables were disconnected on (B)(6) 2019 followed by driveline disconnected alarms which continued to the end of the log file. The account reported that the driveline was disconnected due to turning off the vad after the patient¿s death. The log file also captured numerous transient elevations in pump power, which increased in frequency beginning on (B)(6) 2019. Corresponding elevations in calculated flow were recorded during power elevation events. Of note, the log file captured numerous pi events and all power/flow elevation events occurred during pi events. No other atypical alarms or events were captured. The actual speed remained above the low speed limit while the driveline was connected, and the pump appeared to be functioning as intended. No equipment was returned for evaluation and no additional information is available. A correlation between the suspected thrombus, power elevations, right heart failure, and patient outcome could not conclusively be determined. The current heartmate ii lvas IFU lists device thrombosis and right heart failure as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. The hmii IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.